Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up in backup vvi mode. A device download was performed successfully. The patient is doing well and will be reprogrammed to the patient's previous settings.